Event description:
The hcp removed the pump and returned it to the manufacturer for analysis. No reason for the explant was given.

Event description:
Add'l info from the hcp reports the pt had a catheter "malfunction" that required the surgeon to operate twice to fix, so the pt requested explant. An indium dye study was reported to have been abnormal. The pt is reported to have recovered without sequela.